Manufacturer narrative:
The performance test was performed on z-800f infusion pump, serial number(B)(6) by running a125ml infusion for 3 test protocols, which were ran until failure. For test protocol number 1 all 5 infusions alerted air in line as expected. For test protocol number 2 no errors were detected as regular infusion parameters were run through. For test protocol number 3 all 5 infusions which had a 1-inch bubble introduce a proper air-in-line error. The customer complaint that constant air-in-line alarms occurred were not validated. The air in line issue was not confirmed. The pump was operating within specifications.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Practice administrator reported "not detecting air in the line". The nurses caught this before any air made it to the patient. The treatment was continued with a different pump. Infusion parameters: rate of 236 ml; volume set to be infused was 200 ml; volume in infusion bag 136 ml medication being infused was simponi aria. No patient injury reported.